Event description:
The customer reported the system is mixing up images. No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and flashed the memory nodes, reformatted the hard drive and reloaded system software. The system operates as intended.